Event description:
Disposable optical fiber tips used in conjunction with a dental soft tissue laser were observed to have a melted hole form in the side of the tip when laser energy was activated and applied ot the tip. There were no reports of injury to the patient or operator. There was no report of property damage to surrounding property. Internal file (B)(4).

Manufacturer narrative:
It appears that the fiber fractured inside of the tip housing causing a malfunction whereby laser energy to be diverted to an unintended direction and melted a hole through the side of the tip. Investigation of the tip revealed evidence that the optical fiber was fractured during the manufacturing process when the fiber is sealed within a curved plastic housing. The tips are inspected after the sealing process. This type of event was reported in (B)(6) 2010, at which time the procedure of 100% optical inspection and reporting of lot sampling was instituted. The previous event is of a different manufacturing lot than the present tip. The manufacturer's extensive investigation cannot find any data or information that would suggest a reduction in capability of specification or an abnormal susceptibility of this manufacturing lot of tips. The event appears to be a truly random occurrence, although operator error cannot be completely ruled out.